Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 078 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: during investigation, there was a cs 078 alarm observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were performed correctly. The pump was exercised for 24 hours with no call service alarms received. Unrelated to the original complaint, the cover was found to be cracked. There was moisture and moisture corrosion found inside the pump and on internal components. A leak test was performed and failed due to a pump case leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.